Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that anesthesia station went down due to an external power loss, resulting in device unavailability, freezing at peripheral initialization, and impacting the communication sled. A field service engineer (fse) replaced the communication sled and verified network settings, identifying an incorrect ip address. After applying a work around and confirming proper configuration, communication was restored and drawers became responsive and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es asor1 power failure occurred. The customer attempted a reboot; however, the device failed to turn back on. All cords were securely plugged in, and toggling the main power switch had no effect. However, there were no delays, adverse events or injuries reported based on this event.